Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the right iliac artery diameter of 3.2 cm. Cautionary product use conditions that might have contributed to this complaint included patent lumbar arteries. The patient's use of antiplatelet therapy might have contributed to this complaint due to the early persistence of a suspected type ii endoleak immediately post implant as unresolved endo-tension and/or aortic remodeling. One month post implant, there was evidence to support a sustained right lumbar type ii endoleak and a partial stent collapse just above the bifurcation. Seventy-six months post implant, there was evidence to support an type ii endoleak and the first subsequent event of coiling, however, medical documentation was contrary on which vessel was embolized (left hypogastric branch verses lumbar arteries). There was no radiological evidence to support a type iiia endoleak prior to the preemptive bridge stent deployment for a slight progressive stent separation observed at 80 months post implant, although medical documentation both supported and denied the type iii endoleak. There were no event procedure images available for review, but the secondary procedure was confirmed. The final patient disposition was not established due to lack of information, but it was reported that they were doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 80 months post implant of a bifurcated device, and an infrarenal aortic extension and a limb extension, the sac expanded. Reportedly, the patient came in to be treated for a non device related endoleak with a sac expansion. The physician had planned to treat the endoleak and sac expansion with coil, but it appeared the main body, and cuff had a 2cm overlap. Therefore, to prevent separation between the components. The physician treated the patient with a suprarenal aortic extension to increase overlap. The patient is doing fine.